Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery. Information in e1 has been corrected. This report is submitted on november 26, 2021.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 24, 2022.

Manufacturer narrative:
This report is submitted on november 4, 2021.

Event description:
Per the clinician, the patient experienced a loss of connection to the internal device. Reprogramming and troubleshooting could not resolve the issue. There are plans to explant the device; however, this has not occurred as of the date of this report.